Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Review of the instrument alarm data, qc data and calibration data, did not indicate any issue. Coldness of the reagent is known to cause high results and it is recommended to perform a new calibration. As the customer did not perform qc or calibrations for each reagent cassette, this could not be ruled out as a possible cause.

Event description:
The customer discovered questionable hemoglobin a1c results for 120 patient samples after the results for two patients were questioned by physicians. Of the data provided, the results for 94 patient samples were discrepant. On (B)(6) 2014, the pathologist received a call from a physician regarding a patient result of 8.1%. He had the patient go back to the lab for another hemoglobin a1c test on (B)(6) 2014 and the result was 5.4%. Both samples from the patient were retested and the result from the (B)(6) 2014 sample was 5.4% and the result from the (B)(6) 2014 sample was 5.6%. On (B)(6) 2014, the pathologist received another call from the same physician regarding a patient result of 8.4%. The sample was repeated on (B)(6) 2014 and the result was 6.2%. All patient samples that had been initially tested on (B)(6) 2014 were then repeated. Refer to the attachment to the medwatch for data from the additional 92 patients. All of the erroneous results were reported outside the laboratory. There was no adverse event. The hemoglobin a1c reagent lot number was 69127401. The expiration date was provided as 2015-02.

Manufacturer narrative:
This event occurred in (B)(6).